Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained between a 45 and 95 degree bend. A16 x 3.00mm promus premier¿ drug-eluting stent was deployed in the target lesion. However, during the procedure, distal stent edge dissection was noted. Another stent was used to treat the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.